Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 10, inratio: 5.4. Lab: 6.1; >7.5, 6.1. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 10, inr: 5.4; >7.5.

Manufacturer narrative:
Investigation pending.